Manufacturer narrative:
Block a1: patient ID: (B)(6). Block g2 (study): study: (B)(6) clinical trial. Block h6: imdrf patient code e1002 captures the reportable event of patient abdominal pain. Imdrf impact code f2303 captures the reportable event of medication required.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the stomach during a procedure performed on (B)(6) 2024, as part of the e7170 mantis clip study for subject 0844g015. During the procedure, mantis clip was successfully placed inside the patient without problems. There was no bleeding during the resection and the defect was at the submucosal layer. There was successful prophylactic clipping with complete closure of the defect. On (B)(6) 2024, the patient experienced mild abdominal pain. The mild abdominal pain was considered resolved on (B)(6) 2024, with medication of (ppi, carafate, and levsin). It was reported that mild abdominal pain has a possible relationship to the mantis clip study and the procedure.